Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu/erbe) was placed an in-house system and was run in normal mode. The iesu was analyzed, and the reported failure was confirmed and reproduced. Upon visual inspection, the erbe was in good condition.

Manufacturer narrative:
Based on the claim against the product by the customer noting erbe generator errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed c-34 errors on erbe start-up. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive iesu involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was abandoned after the start of the procedure due to performance issue. The procedure converted to a laparoscopic surgery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the erbe generator had a c-34 error. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and confirmed seeing the error c-34. The tse asked the customer to restart the erbe without change. The caller stated that it happened while a scalpel was connected, during the cannulas installation. The tse had the customer test with a monopolar curved scissors or a bipolar instrument but there was no change and the error c-34 remained. The tse asked the caller if they can use an external generator, and they stated that they did not have one. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.